Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead was having a leg amputation and electrocautery was used. Following the procedure, it was noted that the atrial lead had been programmed off about a year and a half ago due to dislodgement which was confirmed by a chest x-ray. There were no patient symptoms reported due to the dislodgement. The current physician was not aware of this and will consider an atrial lead revision. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.